Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and communicated with the user about the equipment repair plan. Negotiate the price. The user plans to handle the equipment failure with a maintenance contract plan and temporarily close the order. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.